Manufacturer narrative:
Initial reporter was incorrect in previous report. Corrected information has been included in this form.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs implantable pulse generator (ipg) had become inoperable. Surgical intervention successfully resolved this issue with a replacement.